Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced chronic pain, fatigue, constant urine infection requiring vast number of antibiotics plus IV antibiotics. The patient had air bubbles in bladder possible, vaginal fistula and bowel bladder fistula. It was also reported that in (B)(6) 2016 they investigate if the mesh was involved. Additional information has been requested.